Event description:
(B)(6) 2013- cuff came off in patient during tunneling. Difficult patient. (B)(6).

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history (lhr) of rexa0337 showed one other similar product complaint(s) from this lot number.